Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation surgery, it was noted that both the iols had scratches on them. Both lenses were removed in an initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b(4).

Event description:
Additional information was received. The lenses were not removed and replaced in an initial procedure, as reporter claimed that neither lens touched the patient.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. A small amount of red substance is observed. The lens has been cut in half. Small scratches can be seen on one portion of the optic. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Conflicting information was given about patient contact. The latest information was that there was no patient contact. Follow up attempts were made. At this point, no further information available at this time. Associated products were not provided. It is unknown if qualified products were used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. Hence, no report will be submitted further. The manufacturer internal reference number is: (B)(4).